Manufacturer narrative:
A ge oec service rep investigated the issue and diagnosed a defective hv cable that was repaired to restore proper image quality. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system had image quality issues. Grainy/fuzzy images when c-arm rotated from the ap position to lateral position.